Event description:
The customer reported to carefusion on (B)(6) 2010 a problem with resuscitation bag part# 2k8004. It was reported that the valve that closes to create pressure during the resuscitation fell out. There was no air or pressure going to the patient. No patient injury was reported; additional information was not provided.

Manufacturer narrative:
(B)(4). Investigation results: the device history record for the lot reported was evaluated for any issues related to this customer report. This product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. The 100% of these units are functionally tested before release. This reported defect should have been detected during functional testing. The customer return sample was inadvertently lost due to an error in shipping and therefore return sample evaluation was not possible. A sample from the current process was tested in an attempt to reproduce the reported defect. A unit was tested with the large umbrella seal, component# 68-11, not correctly attached and it failed functional testing. The customer's reported issue was confirmed. This umbrella seal has a lock and once it is assembled it is very difficult for the component detach. Because no issues were identified in the review of the device history and manufacturing process, this case is considered an isolated incident. Root cause could not be determined, no corrective action will be implemented. Carefusion 2200 inc. Post-market surveillance was historically managed by cardinal health via a transitional service agreement from september 1, 2009, through july 1, 2011, since carefusion officially spun off from cardinal health as of september 1, 2009. A retrospective review of all complaints during this timeframe was conducted by the new carefusion customer advocacy clinical team in accordance with internal standard operating procedures and it was determined that this event necessitates submission as a medical device reportable (MDR) in accordance with 21 code of federal regulation (cfr) part 803.